Manufacturer narrative:
Product event summary evaluation summary (B)(4): the generator was returned and analyzed and the customer comment "periodically would not shut off" was confirmed. The main printed circuit board (pcb) was out of specification and replaced. Analysis also found that the upper case had stress cracks, the lower case, heartwire block and ring cover were broken and that the ring was bent. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main pcb. This analysis could not confirm the initial analysis during the repair of the device. Rather the initial test failures were due to calibration. Once the unit was calibrated, it passed testing.

Event description:
It was further reported that the generator was returned.

Event description:
The biomedical engineer (be) reported that during routine testing of the external pulse generator (epg), it was observed that periodically they were unable to turn off the device. The epg was returned for repair. There was no patient involvement.

Event description:
The biomedical engineer (be) reported that during routine testing of the external pulse generator (epg), it was observed that periodically they were unable to turn off the device. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.